Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# lb3517, implanted: (B)(6) 2003, product type: lead.

Event description:
The healthcare professional reported that there was lead migration. It was unknown when lead migration had occurred, however it was noted that the device has not been used for 2-3 years as the implantable neurostimulator (ins) had reached end of service (eos). In addition, the patient¿s system was removed on (B)(6) 2016. The healthcare professional noted that a manufacturer representative was made aware of the reported issues. There were no reported patient symptoms. The patient¿s indications for use included postlaminectomy pain and reflex sympathetic dystrophy (rsd).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.